Event description:
It was reported that the device has poweron test error, error: 3ff. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error: 3ff, power on test error" could be confirmed by inspecting the device and reviewing the log files. The most probable root cause is a leaking proportional valve or a leaking sealing ring on the screw connection of the intermediate pressure hose on the control unit by wear. The corresponding instruction for use uip500_en_v2.1_IFU_ce-MDR is stating in section 3.9, page 12 the following: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." This event is filed under internal complaint ID: (B)(4).